Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken right iui. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to the wear of the iui connector rib. A review of the device history record showed the device had a manufacture date of 15apr2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had right iui connector smashed ribs. Left iui connector bent pins. No additional information was provided. There was no patient involvement.

Event description:
It was reported, that the device had right iui connector smashed ribs. Left iui connector bent pins. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2:, g2: for biomed, as health professional. Update d8: for 3rd party services. This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced broken right iui. The failure code othe was used to track the alaris pump software version as received from the customer, and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined, that the probable root cause of the reported issue was, due to the wear of the iui connector rib. A review of the device history record showed, the device had a manufacture date of 15apr2011. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn#: (B)(6). Did not confirm similar, complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had right iui connector smashed ribs. Left iui connector bent pins. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had right iui connector smashed ribs. Left iui connector bent pins. No additional information was provided. There was no patient involvement.